Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se after an unspecified procedure. It was reported that an unknown device failure occurred. The method used to achieve hemostasis was not reported. Although, the name of the physician was provided by the hospital, it is unknown if the physician has been trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device indicates that a shaft carving occurred on the proximal end of the flex guide. The proximal location of the carving indicates that the damage to the flex guide occurred during thumb advancer initial deployment. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.